Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging that his meter showed a space between the readings. A medical affairs specialist (mas) spoke to the patient on september 12, 2006 and obtained/verified the following information: in 2006, the patient was unable to test his blood glucose due to a dead battery. He ate his breakfast, which consisted of 2 pieces of peanut butter toast and several cantalope slices. He went to work and prior to lunch, around noon time he experienced symptoms, which consisted of feeling light headed, disoriented and slurred speech. He did not attempt to test his blood glucose since he knew he needed to replace the battery. He ate some cottage cheese and ate some crackers. He still did not feel well; therefore, he ate a couple of rice cakes rested for 15 minutes and felt better. He did not seek any medical attention or contact his physician for advice. Since he was unable to test his blood glucose, he still took his oral medication of metformin 3 tables of 500 mg at night. He did not experience any symptoms on the 9th morning and went ahead and replaced the battery. He tested his blood glucose in the morning and obtained a 101 mg/dl; however, noticed that there was a space between the 10 and the 1. Due to the space, he immediately contacted lfs for assistance. Customer care advocate (cca) assumed that his meter was set to the incorrect unit of measurement (uom); however, when they went into the meter settings meter was set to mg/dl. Patient mentioned he only noticed this once he replaced the batteries. His blood glucose readings prior in the memory did not have any spaces between the numbers. Patient confirmed that segments were not missing on his meter. The patient has had the meter for 1.5 years and never replaced the battery until the 9th. Prior to not testing, the patient's fasting blood glucose readings have been between 100-120 mg/dl. The patient tests his blood glucose three times a day. Cca sent the patient a replacement meter since the patient felt uncomfortable due to the space between his readings. The complaint is being reported because the patient was unable to test his blood glucose at the time of the event, since he did not replace the battery. The patient had symptoms of hypoglycemia and felt better after eating.